Event description:
It was reported that the patient developed hematoma on the device implant site, and left arm deep vein thrombosis on (B)(6) 2025. In early 2026, the patient reported that the skin was sticking to the device due to pocket erosion without obvious signs of infection at that time and a pocket revision was performed in (B)(6) 2026. On (B)(6) 2026, the patient presented with signs of pocket infection, including reddening of the skin over the ICD and a small area of purulent drainage with an intact incision and scab formation. The ICD system was explanted without complications. The patient was treated with antibiotics and subsequently underwent reimplantation on the right side. The patient was reported to be in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.